Event description:
It was reported that the patient had a revision surgery to replace an inflatable penile prosthesis(ipp)pump and reservoir due to the pump not being able to be pressed. No patient complications were reported in relation to this event.